Event description:
It was reported that the patient underwent a revision procedure approximately 2 years post implantation due to recurrent dislocation, pain and infection. An unknown cement spacer was placed and a custom implant was planned for stage 2. There is noadditional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on medical record review. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: dislocated right tha that was reduced following a manipulation under anesthesia. Revision due to pain and infection levels. Remained hospitalized for 6 weeks due to infection and pain then discharged home with pain medication. Recurrent dislocation, abductors deficient, large pseudocapsule containing large volume clear fluid. Dislocation - a definitive root cause cannot be determined. However, it is noted that zimmer biomet products were used in conjunction with a competitor device. Zimmer biomet has not confirmed the compatibility of the reported combination of devices, and these would be considered off-label usages. It is unknown if these off-label usages caused or contributed to the event. Infection - a definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.